Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 275888 on panther instrument sn (B)(4) which had false positives. Customer is a reference lab for a hospital and was sent positive samples for confirmation. 18 out of 24 positive samples were negative when tested on biofire and genx platforms. The retested samples were new aliquots of the original tube.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues. The wl in question had a higher positivity rate than others reviewed, but the other sars-cov-2 tma runs were normal and clean. Pas concluded the increase in positivity was due to improper sample-handling and preparation. Hologic technical support (ts) relayed this information to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)) aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.